Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at >400 mg/dl. Elevated bgs were treated by delivering a correction bolus. Troubleshooting could not be completed, as the customer had already changed out supplies. Recommendation was made to consult with a healthcare provide. Customer's bgs were under control at the time of the call.